Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this right ventricular (rv) lead caused perforation and pericardial effusion. The lead increased in thresholds and drop in sensing. Furthermore, the blood pressure of the patient slowly dropped and had blood loss. The patient had heparin for transcatheter aortic valve replacement (tavr) that leads to tamponade. Also, the physician performed pericardial window and removed blood. This rv lead was explanted. No additional adverse patient effects were reported.